Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a high blood glucose level of 28 mmol/l. The customer had other blood glucose level of 16 mmol/l, 17 mmol/l, 15 mmol/l. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.